Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was having trouble filling the new reservoirs. Customer stated that he has a multitude of tiny bubbles in there and he lets his insulin warm up at room temperature. Customer stated that the air bubbles cling to the side of the reservoir and he can't get them to budge. Customer stated that he will start having high blood glucose around 440 mg/dl in the morning. Customer's blood glucose was 240 mg/dl. Customer stated that the air bubbles were small tiny bubbles and there are about 6 or 7. Customer was advised to continue with the set change. Customer gave a manual injection. Customer stated that the current reservoir appears fine with no bubbles.